Event description:
It was reported that during an interventional stenting procedure in a distal right coronary artery, pre-dilatation was performed and a 2.25 x 8 mm xience nano was prepared. The xience nano was advanced but did not cross the lesion. The stent delivery system was removed from the patient anatomy without resistance. Upon inspection of the device, it was noted that the stent was dislodged from the stent delivery system. The patient underwent fluoroscopy and the dislodged stent was not seen in the patient anatomy. The physician speculated that the stent had dislodged and fell on the floor but could not find the stent. The procedure was completed with four xience stents. There was no reported patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.